Manufacturer narrative:
Patient ID/initials and weight are unknown. This report is for an unknown tfna helical blade/unknown lot. Part and lot number are unknown; UDI number is unknown. It is unknown if/when the device was explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, open reduction internal fixation with trochanteric fixation nail advanced (tfna) was applied to femoral subtrochanteric fractures. After the patient was discharged from the hospital, the patient complained of sharp pain. During a post-operative check-up displacement of the bone head to internally inverted position and cut out of the blade was found. Revision surgery to remove the tfna system and implant an artificial bone head is scheduled but it is unknown if that has occurred. Concomitant device reported: tfna (part 04.037.114s, lot unknown, quantity 1). This report is for an unknown tfna helical blade. This is report 1 of 1 for (B)(4).